Event description:
The customer reported that the nurses attempted to deliver energy in sync mode and the device would not discharge for three of the five attempts.

Manufacturer narrative:
H.3. And h.6: philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.